Event description:
It was reported that during a video lap left colon resection, the staples were malformed and the device did not cut. The surgeon used a new device to complete the procedure. There was no adverse pt consequence.

Manufacturer narrative:
Info not available, device not returned for analysis.